Manufacturer narrative:
Available information indicates the lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. The competitor's implantable cardioverter defibrillator (ICD) measured the impedance from tip to ring at greater than 3,000 ohms. The measurement from ring to coil was increasing but was still within range. No adverse patient effects were reported.